Event description:
Additional information received reported that the patient was in continuous mode. The cause of the event was not determined. The patient had been having ineffective therapy along with high impedances. The patient continued to have ineffective therapy and it had been recommended that the patient follow up with her doctor to get x-rays of the leads.

Manufacturer narrative:
Concomitant products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient was recently implanted and was in need of post-op programming and was in a lot of pain. She had a complicated case and was hard to program. The patient was not going to find a healthcare provider (hcp) as that would take too long. In the past, manufacturing representatives (rep) had met her when traveling to make adjustments. It was later reported that there was a loss of therapeutic effect. She was increasing stimulation up to 10.5v and it did not feel as strong as it used to and this sensation was constant. The patient had not had any falls or trauma, but drove a long distance from (B)(6) to rest and to heal. After the initial implant everything was working well and impedances were fine. A rep met her for some fine tuning and reprogramming to determine what the issue was. Impedances for electrodes 11-14 were showing out of range. They were unsure if this meant possible short or open. The rep was unsure if the patient developed a seroma what the problem was. The patient was at group a where she initially was getting the best coverage. The rep did try reprogramming around the impedance issues and they were going to see how this worked out for the patient. The rep met with the patient again. The patient had being using group a all of the time and the rep left that the same. The rep played around in group b only. They tried unguarding the cathodes and driving north, south and even tried cross talking but all they got was right hip, rib, and abdominal stimulation, no matter where they were on the left or the right lead. The right lead was challenging with the impedances out of range so they were trying to program around it and getting the stimulation high enough was tricky. They ran impedances at .70 and 1.50. Electrodes 11-14 showed out of range. When they ran impedances at 3.0, 14 was within range but still high, 11-13 were still out of range. An impedance report showed that electrodes 11, 12, and 13 were true opens and pair 0 and 14 as well as 0 and 15 were relatively high. They were advised to try alternative programming that did not include electrodes 11-14 and x-rays might be helpful in determine where on the lead or extension the break occurred. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that shortly after they were initially implanted, they had a ¿bad reaction in their leg¿ followed by stimulation issues. They have met with their manufacturer representative several times and high impedances were noted. Conflicting information was noted first indicating ¿100% blockage¿ of the left lead but then impedances showing that there was blockage but not 100%. Their hcp was recommending replacement of the entire system but instead they went with programming first. The patient was set with only one lead programmed and for the first time in 5 months they had coverage in their lower back. They liked it so much that they considered postponing their surgery but a few days later, they were out to dinner, walking through the restaurant and the implantable neurostimulator (ins) ¿spiked/surged.¿ they felt like they got a shock, their knees buckled, their hip was jolting and they were convulsing, almost like they were having a seizure. Their husband carried them to the car and initially they were unable to turn the device off, but it finally worked and they were able to turn it off. Following that, they were sore. Again, it was decided that surgery was the best option to replace the system. The patient also expressed frustration with charging their implant. They charged it for 5 hours the night prior with 8 coupling bars and when the work up the next morning the ins was empty. They also noted that sometimes they are unable to get the implant to charge even with coupling bars. No interventions or outcome were provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were readings >10000 ohms and >20000 ohms. Pairs with #11, 12, 14, and 15 were >20k. Impedances were not >40k when tested at 3v. Prior to the dayof the report, #13 was also out of range, but today it was showing between 1579-3800 ohms with all pairs, except 11, 12, 14, and 15, which were >20k ohms. The patient had been using electrodes #8, 9, 10 and 13 on the right lead. Impedances on the left lead were in normal range between 500-700 ohms. The patient had weak stimulation since implant and at that time had 2 programs and used voltage at 10.5v in order to feel some stimulation. The patient had always used this high of voltage to feel stimulation. No imaging had been done of the system yet. The patient was also charging more than expected. Since the last programming visit, she was recharging more often. The patient used to charge every 4-5 days but could not make it that long at that time. They calculated estimated recharge interval for the device. Program 1: 10.5v, 330us, 80hz, 3 anodes, 1 cathode, 1908 ohms; program 2: 10.5v, 450us, 2 anodes, 2 cathodes, <(><<)>229 ohms, 24/7 use =<(><<)>1 day between session. There was no history of falls or trauma. The patient usually got 8 coupling bars and the implantable neurostimulator (ins) was on the left side near the breast but the patient was able to charge fine. Recharge statistics: (B)(6): 0.7, 75%; apr-24: 3.1, 100%; (B)(6): 0, 100%; (B)(6): 5.2, 100%; (B)(6): 3.6, 75%; (B)(6): 1.1, 50%. It was also noted that the clinician programmer (cp) ramped slowly on one of the programs on group b when they were trying to increase voltage. The manufacturing representative (rep) also noticed this during the last session with the patient while trying to increase voltage on a program. They added another 'dummy' group to the patient's programming and then his resolved the ramping issue and the rep was able to ramp up voltage normally on the program that had been ramping slowly. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was in continuous mode. The cause of the event was not determined. The patient was not really receiving effective therapy.